Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable information becomes available. (B)(4).

Event description:
A technician reported that the console was unable to perform the extrusion during a vitrectomy procedure. The case was completed using a different system. There was no harm or injury to the patient.